Manufacturer narrative:
Information added/corrected to section h6 (investigation conclusions) corrected additional h6 type of investigation code: analysis of images replaces labelling review. H11: additional manufacturer narrative: available information suggests patient factors including very restricted posterior mitral leaflet (pml), fragile leaflets, calcium in chordae and papillary muscles and high papillary muscles. There was also a tethered and short grasping length of the posterior mitral valve leaflet (pmvl). When attempting to release the implant, the actuation wire was advanced up the eyelets, creating tension in the system and causing a partial slda. Imaging issues including inaccurate view planes and lack of 3d usage are also possible contributing factors. The investigation identified that the slda occurred as a result of procedural factors such as patient anatomy.

Manufacturer narrative:
Information updated/added to sections b4, b5, g3, g6, h2 and h6 (component code, type of investigation, investigation findings and investigations conclusions). Additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed objectively based on procedural imaging and the information provided. Available information suggests patient's anatomy and device mishandling have likely contributed to the event. As per information received, there were anatomical complications since patient had very restricted posterior mitral leaflet (pml), fragile leaflets, calcium in chordae and papillary muscles and high papillary muscles. These preexisting conditions might have difficulted the optimal device positioning and leaflet capture, leading to an slda. Altogether, the actuation wire was turned many times without retracting and then was retracted without turning. Likewise, the actuation wire was retracted until it was inside the steerable catheter. The attachment fingers did not open; therefore, the pascal couldn't be released. Even though fcs recommended the tapping maneuver to release the implant, the actuation wire was advanced up to the eyelets, but without entering the implant. This movement created tension in the system and caused a partial slda. The detachment was completed when the second device was grasping the leaflet, which increased even more the tension on the posterior leaflet and ended up in an slda. Therefore, the most likely cause of the event is due to user error. Since no edwards defect was identified, corrective or preventative actions are not required.

Event description:
Field clinical specialist instructed to tap implant, as usual troubleshooting; however, the actuation wire was advanced again up to the eyelets.

Manufacturer narrative:
B2: other serious - even though there was no reintervention the final regurgitation reduction was impacted by the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
From the report received from spain, edwards received notification of a pascal precision procedure in mitral position. During procedure, there was a single leaflet device attachment (slda) with the first device implanted. The initial strategy was considered multi-device. There were anatomical complications since patient had very restricted posterior mitral leaflet (pml), fragile leaflets, calcium in chordae and papillary muscles and high papillary muscles. The first pascal p10 was implanted in anterior-posterior (a2/p2) medial position with a 12-6 orientation. When releasing the first device, there were some difficulties: the actuation wire (aw) was turned many times and then it was retracted more than needed, so it was within the implant catheter (ic) but the fingers were not opened. Therefore, the device had not been released and the decision was made to advance the aw again. This sequence created tension in the system, causing the device to shift and resulting in a partial single-leaflet device attachment (slda). The detachment was completed when a second device was advanced, as the insertion of the second pascal ace device lateral to the first device added tension to the posterior leaflet, causing full detachment of the initial device from the posterior leaflet. The second device was released successfully in a lateral anterior-posterior (a2/p2) position, with a 12-6 orientation. A third pascal ace was implanted a3/p3 with 11-5 orientation to stabilize the first slda device. The initial mitral regurgitation (mr) grade was severe (4+), it was severe (4) after the slda happened, and remained moderate-to-severe (3+) post-procedure. The patient's final outcome was stable condition. No reinterventions planned for this patient. As per medical opinion, the issue was due to a very complex patient due to restricted and short pml and the device not having enough closure force.